Manufacturer narrative:
Unit was powered on using the appropriate test equipment and it failed functional tests with "short circuit detected" error message and alarm when motor was engaged. Cause of error message and motor stall is a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only cosmetic. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint was verified and the investigation has concluded that this unit has succumbed to physical damage to power cord assembly. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the power cord, which could have partially broken one or more signal wires. Overheating is most likely associated with the short circuit in the power cord which can result in additional current delivery from the control unit and thus generate heat. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that smoke was observed coming from the control unit and attached mdu cable during a shoulder scope procedure. A delay of less than 30 minutes occurred as a result and no patient or staff injuries were reported. A backup control unit and mdu were used to complete the procedure.